Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of the first proglide device was successfully pre-placed using the pre-close technique. Reportedly, a cuff miss occurred with the second proglide device. The suture of a third proglide device was successfully placed using the pre-close technique. The tavr procedure was completed. The knots of the successfully pre-placed proglide sutures were tightened, but hemostasis was not achieved. An angioseal device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.